Event description:
It was reported by a patient advocate that the patient with this cardiac resynchronization therapy defibrillator (crt-d) fell. Technical services (ts) noted that it was a possible syncope episode. Ts referred the caller to the clinic. The device remains in use. No additional adverse patient effects were reported.